Manufacturer narrative:
It was reported that the urinary catheter balloon was unable to be deflated. The urinary catheter was "cut off the end," however, the balloon still did not deflate. Reportedly, the balloon was then inflated with two (2) ml of sterile water and the balloon eventually deflated. No death, serious injury, medical/surgical intervention, or adverse health impact related to the event was reported. No sample was returned for evaluation and a definitive root cause was unable to be determined. Due to the reported need for additional steps to deflate the balloon, and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the urinary catheter balloon was unable to be deflated.